Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The patient experienced lower flow values than usual, which the site attributes to higher mean arterial pressures (maps). The log file analysis revealed a no external power alarm. There were no other unusual events seen within the log file. The patient reported that the no external power alarm was due to the power model being unplugged from the wall.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 37 days of data (12jul2021 ¿ 18uaug2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of ac power while connected to the mpu on (B)(6) 2021 from 19:57:35 to 19:57:36. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. Additional information provided stated that the no external power alarm was due to the power module being unplugged from the wall; however, review of the log file revealed that the controller was connected to an mpu during the alarm rather than a power module. No product was returned for evaluation. The root cause of the reported event was determined to be the mpu being unplugged from the wall outlet, per the provided information. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.